Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to enter patient information and pressing the back button to delete a single digit, the character of the adjacent button is entered on the screen instead. When attempting again, the touch input is correct. Information obtained through good faith effort indicated the touch inputs were functional following a device restart by the user. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to enter patient information and pressing the back button to delete a single digit, the character of the adjacent button is entered on the screen instead. When attempting again, the touch input is correct. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.